Event description:
It was reported that a malfunction occurred involving a pump that is no longer under warranty. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.